Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device became entrapped on the guidewire. The approach was performed from the ipsilateral femoral artery (fa) to the chronic total occlusion (cto) in the right superficial femoral artery (sfa). The tortuosity of the lesion in the sfa was characterized as moderate. A 6x120x130cm eluvia drug-eluting vascular stent system was selected for use. After the guidewire passed through the lesion, the guidewire was changed to a non-bs wire and the eluvia stent was placed. During removal, the guidewire became stuck with the eluvia shaft. The entire system was removed from the patient and the procedure was successfully completed. The patient's status post procedure was good.